Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a shattered screen and error messages. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked lcd glass and a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments or partial display and perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.